Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the system was in clinical use and the procedure was completed as planned by using the hand switch. The philips field service engineer (fse) visited onsite and confirmed that the system was unable to perform exposure using the pedal. Review of the logfile shows multiple generator point errors, which resulted in failed x-ray exposures. Upon troubleshooting, the philips field service engineer (fse) checked the system logfile onsite and found errors related to the rsw. On further troubleshooting, the fse found an issue with the fdcsib. To resolve the issue, the fse replaced the fdcsib and the point certeray, adjusted the mains taps to 400 vac, and changed the mains resistance to 75 ohms for the ups. The defective part was sent for analysis, for defective point certeray no failure was observed. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure completed as planned using hand switch without any delay. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system was unable to perform exposure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.